Event description:
It was reported that pump displayed malfunction alarm malf 15 with fault ID 0x277e and there were no notable events prior to the issue. There was no adverse impact to the customer's blood glucose level. Customer was assisted by technical support with pump reset instructions, planned to call back if reset did not work due to not having charger available, and technical support planned to follow up the next day to confirm that reset was completed.